Manufacturer narrative:
Cylinders/pump, model- 72404233, lot sn- 854997002, mfg date- 11/11/2013, exp date- 10/30/2015, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a malfunction the patient will his inflatable penile prosthesis (ipp) removed and replaced. It was explained that the patient had his device implanted in 2017 and there was a request for warranty and according to the physician, there was the release of warranty for a new prosthesis. Later the prosthesis continued working and no replacement was necessary. Today, the prosthesis is no longer working again and the doctor inquired if the release is still valid or if it will be necessary to open a new process for the exchange.